Event description:
It was reported that the patients charging puck overheated and left a burn blister on the skin. It was noted that the patient fell asleep with the charger on and was not able to remove it until morning. No further information has been obtained despite good faith efforts.